Manufacturer narrative:
Concomitant medical products: product ID :3889-28, lot# va0clu4, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was getting very little relief since implant on (B)(6) 2013 and did not feel stimulation. The device was not helping with the patient's bladder symptoms. The patient couldn't check their stimulation because their patient programmer was dead. The patient went to see their health care provider (hcp) and they said to turn stimulation off to see if it was the device. The hcp did an x-ray and said the leads were a little off and they might have to reset them. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.